Event description:
A malfunction alert was reported with the code malf 15. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to reach out if the issue reoccurred.